Event description:
Customer reports to have experienced keypad anomaly. Customer states act and esc buttons are not responding while attempting a bolus delivery. Customer's blood glucose was 135 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).